Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt.

Event description:
It was reported that after the coil was implanted, a loop of the coil was observed protruding into the parent artery. No pt injury reported.